Event description:
Report received of a tubing set leaking at the filter and air in the medication bag and IV line. The patient was being seen in the clinic at the time of the event. It was reported that the nurse had to attend to the patient numerous times due to the continuous problem of the filter leaking and air getting into the IV bag and tubing. The patient was receiving an unspecified antibiotic therapy. The tubing set was changed out and infusion resumed without further incidence. The reporter stated that the patient experienced an unspecified amount of bleed back. There was no report of paitent harm or adverse patient effect. Although requested. No additional information was provided.